Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported device doesn't trigger load set up or activate start up process when loading tubing with key which was reproduced when the pump did not prompt the user to load a set when the door was opened. The reported symptom was found to be caused by a failed upper latch switch. The upper auxiliary was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump doesn't trigger load setup or activate startup process when loading tubing with key. There was no patient involvement. No additional information is available.